Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements showed affected channels and hearing performance with the device is affected.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Furthermore 2-3 electrodes were found extra-cochlear during explantation. A full insertion was achieved at initial implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported on may 10, 2019 that sound with the device was too soft and the recipient was re-mapped. The parent stated he recognized a change in the child_s hearing in the previous few weeks. Neither trauma or accident nor changes in medical condition were reported. The user was successfully re-implanted on (B)(6) 2019.